Event description:
Customer reported via phone call to have received a no delivery alarm during bolus. Customer's blood glucose was 325 mg/dl and awoke with blood glucose of 499 mg/dl which was treated with manual injection. No delivery was resolved with a complete set change. Customer also reported to have had air bubbles in reservoir. Customer was advised to monitor issue and to call should issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.